Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy effluent and diarrhea. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. The patient was treated with vancomycin injection (1g) and norfloxacin tablet (twice daily). At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a3a, b5, b7, d10, and e1. B5: upon follow up, it was reported the cause of peritonitis was unknown. The vancomycin was administered twice a week and discontinued on an unknown date. The patient was also treated with ceftazidime injection (1 g, once daily, intraperitoneal, discontinued) for peritonitis. The norfloxacin was administered orally for diarrhea and discontinued on an unknown date. On an unknown date, the patient recovered from the events. Pd therapy is ongoing. Should additional relevant information become available, a supplemental report will be submitted.